Manufacturer narrative:
No motor error alarm or clicking noise anomaly noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, programmed with a 2.0 u/h basal rate and bolus were also delivered. Unit delivered properly all bolus and basal profiles. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. Pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple motor error alarms and a blood glucose event. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the insulin pump had several motor error alarms and the blood glucose reading was at 400 mg/dl the morning prior to call. Customer treated with manual injection. Customer's blood glucose reading was 194 mg/dl at the time of call. The customer stated that the drive support cap was normal, there were no leaks or air bubbles, the insulin exited at the that the insulin exited at the quick release. The insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.